Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not completely the necessary steps to remove air from the cartridge. Tandem technical support educated the customer regarding the air removal step. Customer continued to use current cartridge. There was no reported adverse impact to the customers blood glucose level.